Manufacturer narrative:
(B)(4). Additional narrative: leak condition confirmed. Visual examination of the unit found the cause of leakage to be a broken tubing at the junction of the luer post. No additional observation was noted from the unit. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 100 device was observed leaking prior to use. The device was filled with 240ml of (B)(4) sodium chloride. There is no patient involvement. No additional information is available.